Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture, baker grade unknown, "breast mass," and "fat necrosis associated with calcifications and giant cell reaction."

Event description:
Healthcare professional reported right side exchange due to the patient¿s concern with the product. Additionally, healthcare professional reported deflation, capsular contracture, baker grade unknown, "breast mass," and "fat necrosis associated with calcifications and giant cell reaction." Device has been explanted.